Event description:
A physician attempted to use an asahi miraclbro guidewire in the popliteal artery. During the procedure, the guidewire broke into two separate pieces. The proximal piece was removed without incident. The distal piece was snared and removed. The pt did not experience any harm.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.